Event description:
The following has been reported: biomed reported: "during pump training, 10x sets of the above mentioned lot & exp had secondary k zero y that fell off/disconnected from the cassette resulting in a leak. Patient harm: no". A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Related cases: 3014732157-2026-02303, 3014732157-2026-02304, 3014732157-2026-02306, 3014732157-2026-02307, 3014732157-2026-02308, 3014732157-2026-02309, 3014732157-2026-02310, 3014732157-2026-02311, 3014732157-2026-02312.